Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed. The noise was replicated with pocket manipulation. It was noted that the noise has led to high voltage therapy in the past. The lead was capped and replaced. The patient was stable following the procedure and will be followed normally.